Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with central cord syndrome. Status post fall secondary to degenerative disc at c5-6 and c6-7 and underwent the following procedures: anterior cervical discectomy and fusion at c5-6 and c6-7. Use of intraoperative microscopy. Decompression at c5-6 and c6-7. Fusion with peek graft 6 mm at c5-6 with 0.3 mg bmp and 7mg peek graft with 0.35 mg bmp at c6-7. Plating with 37.5 mm plate using 18 x 2 variable screws at c5; 17 x 2 variable screws at c6 and 17 x 2 fixed screws at c7 in which rh-bmp2/acs was used.